Manufacturer narrative:
An event regarding a periprosthetic fracture involving a securfit stem was reported. The event was not confirmed device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review:review indicated there have been no other similar events for the reported lot. Conclusions: there is no indication the event was device-related. It was reported that the patient was not compliant with post-operative instructions. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Patient sustained a peri-prosthetic fracture subsequent to a fall down a flight of stairs. Doctor indicated the patient was non compliant with postop instructions.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to manufacturer.

Event description:
Patient sustained a peri-prosthetic fracture subsequent to a fall down a flight of stairs. Doctor indicated the patient was non compliant with postop instructions.